Event description:
Additional information was received, it was reported the lack of therapeutic response was resolved after replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting therapy relief from their 97715 pain stimulation implantable pulse generator (ipg). The patient expressed a desire for a replacement to a 977119 device, as advised by the physician, who believed the new technology would be better suited for the patient. The medtronic representative mentioned uncertainty about when the lack of relief began but noted a conversation with the patient approximately six months prior, during which the therapy was turned off. Technical services provided the number for the warranty group. Additional information was received, it was reported the cause of the lack of stim was the patient had not had their stim activated in over 6 months. The patient was reprogrammed, it was also noted the patient still didn't like how much they charged and wanted a different ins for easier usability. The representative was trying to get a replacement scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported the customer discarded the battery at replacement.